Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker was found to be in back-up mode. Patient was brought into clinic and upon review the pacemaker exhibited an error message and failure to interrogate with no magnet response. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of back-up mode, inability to interrogate, and data problem were confirmed. As received, the device had no telemetry communication and was in back-up mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.